Event description:
It was reported that the syringe was "short and fat and it doesn't fit our pumps."

Manufacturer narrative:
It was reported that the syringe was "short and fat and it doesn't fit our pumps." No serious injury or adverse impact to patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be reproduced or confirmed. A device-related root cause was unable to be determined, however, use error was identified as the root cause. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.